Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. Additional manufacturer narrative: date of event was not provided, estimated date entered.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) cannot get it rigid enough to penetrate and has lost penis length. No further information was provided.